Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device revealed that the loop was kinked and partially broken with evidence of being burned. Electrical resistance testing was performed and resistance measured at 9.1 ohms, within manufacturing specifications. The reported complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator medium crescent snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare appeared to turn black and it was noted that the wire inside the catheter broke. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.